Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did show system fault 46,440 occurred. The downstream occlusion sensor had and erroneous reading followed by a correct reading. The downstream occlusion sensor, the bezel, and the seal will be replaced. Use testing was performed. The problem source is defective component.

Event description:
Information was received that the cadd prizm vip pump has error 46440. No reported adverse effects.